Manufacturer narrative:
B5: additional information received: it was reported the back-end wheel split in half and then detached when the physician went to turn it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an abdominal aortic aneurysm endovascular aortic repair for an aneurysm larger than 50 millimeters, using the stent graft endurant iis bif, the back end wheel of the stent graft delivery system fell off. The graft had been deployed to the contralateral gate opening, and as the surgeon attempted to advance the back end wheel, it detached. The event was resolved by manually advancing the tip using the clear plastic under the wheel, and an artery clip was used to secure it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: there was no damage noted to the delivery system or packaging prior to use and the box was sealed when taken off the shelf. No extra force was used when removing the device from the packaging or during prep. Per the physician, the cause of the device damage cannot be provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.